Event description:
The diagnostic duett was deployed following an interventional procedure. Twelve hours after the deployment, the pt reported pain. An arterial occlusion was diagnosed via ultrasound. The occlusion was treated with thrombolytic therapy and pta. The event was resolved without further complications.